Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26-oct-2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified; white particles in shell, deformation, weight within specification. After autoclave cycle was identified: bubbles in gel. Based on the device analysis the final assessment is: no issues found related to the manufacturing process. The reported events of pain and hematoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe pain, hematoma".

Event description:
Left side: patient reported severe pain. Follow-up findings: patient reported reoperation due to hematoma. Device has been explanted.